Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer's wife reported customer broke out of sweat while he was sleeping and when she attempted to test customer's blood glucose, she noted there was "a big smudge" in their precision xtra meter screen and parts of the screen was missing. Customer's wife further reported customer experienced severe drowsiness, "staggering" and subsequent loss of consciousness. Because of the meter issue and customer's wife was not able to determine the appropriate treatment, customer's wife reported calling the paramedics and they treated customer with sugar with water by mouth. Customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.